Event description:
The customer reported obtaining red blood cell (rbc) and platelet (plt) background failures on a coulter lh 500 hematology analyzer during startup, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the reported issue and also identified intermittent failures of the instrument to fill the rbc and white blood cell (wbc) baths. The fse indicated that he replaced the blood sampling valve (bsv) actuator to resolve the background failures and the rbc and wbc bath fill failures. The repairs were verified per established service procedures. (B)(4).